Manufacturer narrative:
Result: siderail switch assembly.

Event description:
It was reported by service report that the bed had a broken switch assembly on the foot right side rail. No pt involvement on the foot right side rail. No pt involvement or adverse consequences are reported.